Event description:
It was reported that pump would not turn on and caller stated issue had already been reported. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, stated that process for replacement pump through ccs medical had already begun, and no further action was needed.